Manufacturer narrative:
This medwatch is submitted to send the initial report and the results of the investigation. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is mishandling during implant positioning . It points out that the surgeon did not follow the instruction as mentioned in the surgical techniques (step 11). Indeed, the surgical techniques recommend that during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. For this case , the surgeon had to reposition the implant in the disc space as it was off the middle. The use of the mobi-c level as mentioned in the surgical techniques (step 10) would have prevent this issue. As recommended to verify the correct position and axial rotation about the transverse plane of the implant inserter, use the inserter level the investigation found no evidence to indicate a device issue. Root cause : unintended use error caused or contributed to event , repositioning of the implant while it was inserted in the disc space . Device discarded by hospital.

Event description:
Mobi-c p&f us : disassembly. From information reported on the complaint report on february 27th 2019 : as the implant was being implanted, the surgeon needed to reposition the implant, and when he pulled back the inserter, the lower mobic plate became dislodged from the peek cartridge. A new implant was opened to save time. The parallel distractor was used along with the mobic caspar retractor. Proper caspar pin placement occurred. The implant that was reopened was the same size as the one removed. No additional endplate preparation was needed. The event had no patient impact or surgery delay . The sales order was provided on march 1st 2019 : it was a two level surgery (c5-7) and it confirm that the procedure was completed with the same size implant. Additional information received on march 7th 2019 : patient condition : immediate post op, the patient was very good health. No other complications have been reported. The depth stop adjustment was set initially at zero surgical technique were followed at the mobi-c loading on inserter disc space was under distraction the surgeon encountered resistance while inserting prosthesis : slightly as the teeth went past the endplates. The reporter doesn't know if prosthesis could have been inserted with an angle or if a rotational move was done while inserting prosthesis according to the reporter , there was no difference in surgical steps between the first and second implant . No x-rays will be provided. The surgeon didn't use the mobi-c no touch level. The surgeon used the mobi-c distraction forceps. The surgeon tried to reposition the device because it was off of midline. The same inserter was used between the first and the second device implanted.